Event description:
Consumer alleges scooter took off and allegedly ran into her daughter and allegedly hurt her ankle. The scooter allegedly took off, consumer's son pulled the keys and it allegedly still didn't stop. Scooter allegedly went up a curb, into a flower bed and into a wall with a statue.

Manufacturer narrative:
The alleged condition(s) could not be duplicated.

Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges scooter took off and allegedly ran into her daughter and allegedly hurt her ankle. The scooter allegedly took off, consumer's son pulled the keys and it allegedly still didn't stop. Scooter allegedly went up a curb, into a flower bed and into a wall with a statue.